Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the lead's tip insulation was absent and other induced damages noted, which included inner torn insulation and deformed and fractured conductor coils. Analysis could not confirm the reported allegation and concluded only induced damages to returned product.

Event description:
Boston scientific received information that during an attempted implant, this lead dislodged; prior to dislodgement lead parameters were reported as favorable. The physician attempted to reposition the lead however could not reach the targeted location. The lead was removed and replaced in absence of adverse patient effects. The attempted implant product was returned for analysis.